Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump rewound properly. Analysis was unable to verify watchdog timeout alarm, unexpected restart alarm or external ram error alarm due to compromised force sensor system alarm. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip, display window, missing end cap sticker and minor scratched display window. The insulin pump was monitored in 50c oven for several days and no unexpected flaking out, blank display or frozen display noted during testing. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the insulin pump was dropped and had a crack. The customer stated that the drive support cap appeared normal. The customer mentioned that there were watchdog timeout alarm, unexpected restart alarm and external ram error alarm in the alarm history. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.